Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was over 600 mg/dl at the time of the incident. The customer stated that the insulin pump alerted him that they were low. When they checked the blood glucose reading, they realized that they were not low but actually were having a high blood glucose reading. The customer received a message to change his sensor. The customer was sitting and watching football. The customer did not receive a sensor updating/sensor glucose value not available alert and a calibration not accepted alert. The customer did receive a change sensor alert. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.